Event description:
The customer reported oil mist. They stated that there was a haze in the room, so they cancelled the cycle. The customer stated that there were no physical complaints reported. The customer stated that he is an asp trained biomed, and he stated that he performed preventative maintenance two weeks before. The asp field svc engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse removed and replaced the oil mist filter and the catalytic converter. He performed an rf/leakback test and ran a full load at the request of the customer. This issue is being addressed with a customer letter, related to correction & removal.